Event description:
The advocate called on behalf of a customer in the (B)(6). She alleged that he tested his blood glucose using his contour usb meter and received a low reading of 0.7 mmol/l. The advocate gave the customer something to drink, but thought the glucose reading might not be correct. She retested using another meter and received a reading of 12.5 mmol/l, which she felt was correct. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate declined to provide any additional information. No product was returned. The customer's meter was replaced.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.